Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple no delivery alarms. Customer inserts the infusion set in leg and bottom due to experiencing pain. It was stated the alarm was resolved by a complete infusion set and reservoir change but had to change it three times. Blood glucose value was 300 mg/dl; treated with bolus dose and manual injection. It was stated that the issue might be the infusion sets; customer was recommended to try different cannula lengths. Nothing further reported.